Manufacturer narrative:
An event of heart failure, regurgitation, and a leaflet tear was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23mm sjm trifecta valve was implanted in the patient's aortic position with non-everting mattress suture technique using pledgets at toyota memorial hospital. On (B)(6) 2019, the patient became unstable due to heart failure and aortic regurgitation. A tear was confirmed on the valve during examination. The patient was closely monitored, and a valve in valve procedure was performed on (B)(6) 2019 at (B)(6) university hospital. A 26mm corevalve (manufacturer: medtronic, evolut r, serial#: (B)(4)) was successfully implanted. The patient was discharged from the hospital on (B)(6) 2019.